Manufacturer narrative:
The reported issue was confirmed CAPA related. The root cause is addressed under CAPA #2666889. Per CAPA #2666889, the root cause is an incorrect tool used to manufacture the drain valve body component that is purchased by sub-tier supplier cpc and subsequently purchased for sale to bd. Cpc supplier completed actions to correct the drain valve body component 1186100c tool. Risk, labeling, and DHR are not required as the reported issue is confirmed CAPA related. Refer to the CAPA 2666889 and sa ucc-21-4076-sa for details and further actions. All available UDI information is being provided. Initial reporter name: (B)(6) hospital. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was leaking water under the chassis no obvious signs of leak or damage other than water on the floor underneath.